Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 206 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was advised to reconnect tubing at quick release and perform another 5.0 unit fixed prime, and insulin did exit. Customer was advised that site may have been occluded. Customer reported to be pregnant and was concerned about the excessive no delivery. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.